Manufacturer narrative:
And elevated complaint investigation will be initiated.

Event description:
The customer reported a false positive alinity m sars-cov-2 result for one patient. The following was provided: on (B)(6) 2022, sample ID #: (B)(6) (barcode number (B)(4)), result positive (fcn value of 36.4) , 09 jun 2022 repeated negative; repeated with another method (antigen test provided by the health department of virginia) patient history (B)(6) 2022 tested with pcr (polymerase chain reaction) method negative. (B)(6) 2022 tested with pcr method at pcr portugal lisbon airport negative. No impact to patient management was reported.

Manufacturer narrative:
Investigation into this complaint included a customer data review, a quality data review and a complaint history review. Investigation is summarized as follows: customer data review the customer data review for the reported false positive samples was performed. The runs which involved the discrepant result were valid and met assay specification requirements. There were neither error codes nor flags associated with the assay controls. There is no indication that the alinity m sars-cov-2 amplification (amp) kit (list 09n78-095) lot 526163 are performing outside of established design performance specifications based on the elements reviewed in this section. The amplification curves of the reported discrepant result were analyzed and did not appear abnormal. Quality data review device history record (DHR) / batch record review: the DHR review for alinity m sars-cov-2 amplification (amp) kit (list 09n78-095) lot 526163 (including the components) was performed. The manufacturing packets were reviewed to identify any issues related to the reported complaint during production of the lot components. No issues were identified. No issues were found during quality control (qc) testing. The products passed quality specifications at the time of release. Corrective action preventative action (CAPA) / non-conformance (nc) review: the CAPA review for alinity m sars-cov-2 amplification (amp) kit (list 09n78-095) lot 526163 (including the components) was performed to identify any records that were potentially related to the reported complaint. Complaint history review a lot specific complaint history review was performed to identify related complaints to the ticket being investigated, which reported discrepant results while using alinity m sars-cov-2 amplification (amp) kit (list 09n78-095) lot 526163. A product deficiency was not identified as a result of this review. Based on the results of the investigation elements, a product deficiency for alinity m sars-cov-2 amplification (amp) kit (list 09n78-095) lot 526163 was not identified.